Event description:
Patient admitted to hospital for removal and replacement of medtronic generator secondary to the potential for sudden unexpected batter failure. This was an advisory from medtronic.